Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bsms). Apparently, an unnamed system had crashed and when that system was restarted, all bsms in comm loss were seen at the cns. No patient harm was reported. Investigation summary: the biomed reported that the comm loss was for three (3) cns systems, but monitoring was visible at the rns. The biomed rebooted the cns and received a "monitor network disconnected" message. The biomed also stated that the facility's it department was performing maintenance on the network at the same time. Nihon kohden technical support (nk ts) reached out to clinical (cits), who viewed the host1000 table on the server and found that a segment master was missing from the table. The server was rebooted, and the universal gateway was restarted. The root cause is determined to be the facility's network environment. A review of the serial number history shows a reoccurrence of the reported problem (ticket 132716), and the root cause was determined to be the facility's network environment as well. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bsms). There was no patient injury reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) show communication loss (comm loss) for all bedside monitors (bsm's). There was no patient injury reported.